Manufacturer narrative:
Investigation results: the device was not provided to investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. A CAPA was not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a insufflator . According to the complaint description a error message was displayed on the screen during surgery. The error blocks the equipment, not being possible to use it once it is displayed on the screen. There was no patient harm. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).